Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, the patient measured borderline for a 29 mm and 34 mm valve. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm (non-medtronic) balloon. The valve was recaptured 3 times. The first 2 recaptures were because the position was too deep. The 3rd recapture was because the valve began to slowly dislodge toward the left ventricle. It was noted that the valve appeared to be undersized. The valve and delivery catheter system (dcs) were removed from the patient. A 34 mm valve was successfully implanted. Trace paravalvular leak (pvl) was noted with a 9 millimeters of mercury (mmhg) mean gradient. No adverse patient effects were reported.